Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that device could not detect the signals from the ECG leads. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that during preventive maintenance we detected that the ECG connector cable is damaged, it does not detect the wires. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.